Manufacturer narrative:
(B)(4). Investigation: the product was not returned for evaluation. A review of the complaint history, IFU and quality control of the reported device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. There is no evidence to suggest the product was not manufactured to current specifications. There is no evidence to suggest all items in the lot or similar devices in the field are nonconforming or defective. There is no evidence the product was damaged upon opening. There is no information regarding the products used with this device during the procedure or if those products met their manufacturer's quality specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Without visual, dimensional, and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. Therefore, based upon the information provided a definitive root cause cannot be determined. It is possible to suggest that this incident was compatibility related, technique related, user handling related or human anatomy related. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported that during an endovascular procedure using a bentson plus core wire guide, the wire unraveled at the tip. A new wire was used to complete the procedure. Everything was removed and nothing left in the patient. There was no reported adverse effects on the patient due to this occurrence.